Event description:
Ous MDR: after an implantation time of about 42 months, oversensing was reported. The lead was exchanged and returned to biotronik for analysis. No deterioration of the patient&#62688;state of health was reported.

Manufacturer narrative:
In the returned state, the lead was cut apart about 18.5 cm distal of the is-1 connector pin. A proximal and a severely stretched distal lead fragment were available for analysis. During the analysis of the lead, it was noted that the insulation of the lead body was massively damaged by squashing from about 26.5 cm to 27.5 cm distal of the is-1 connector pin. This damage manifestation can with high probability be regarded the cause of the oversensing. Position and characteristics of the damage (squashing of the lead body) lead to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. Further damage to the lead is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.